Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure endometrial ablation" on (B)(6) 2006. The patient's medical history included diabetes, fibroids, uterine bleeding and hemorrhagic ovarian cyst. On (B)(6) 2006, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), genital haemorrhage ("bleeding"), menorrhagia ("heavy menorrhagia"), infection ("infection") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (total abdominal hysterectomy,right salpingooopherectomy). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, infection and urinary tract disorder outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, genital haemorrhage, infection, menorrhagia, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: trailing coils :3 on both side. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure endometrial ablation" on (B)(6) 2006. The patient's medical history included diabetes, fibroids, uterine bleeding and hemorrhagic ovarian cyst. On (B)(6) 2006, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), genital haemorrhage ("bleeding"), menorrhagia ("heavy menorrhagia"), infection ("infection") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (total abdominal hysterectomy,right salpingooopherectomy). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, infection and urinary tract disorder outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, genital haemorrhage, infection, menorrhagia, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: trailing coils :3 on both side. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-mar-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.